Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device remains implanted.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported "grade 4" for capsular contracture. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 7/10/2024. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. Rupture: not observed. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported "grade 4" for capsular contracture. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or change data: b.5, b.7.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "grade 4" via rga checklist. This record is for the right side. Device was explanted.